Event description:
It was reported that on a justright stapler procedure on (B)(6) 2022, the physician reported that the stapler dislodged while inside the body making it unable to be remove from the body. This resulted in having to remove the port from the body in order to remove the stapler and then replace the port for the second time during the procedure. No other information is available.

Manufacturer narrative:
Device was received visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted, and device worked as intended, it was able to be reloaded. Handle triggers, blade and staples were moving without issues. The device met the manufacturer´s specifications. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.